Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Implant date: if implanted, give date: not applicable, as lens was removed in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed in the initial surgery. (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was removed from patient's operative eye during the same procedure as it had a mark on the lens. The incision was enlarged and there was delay in the procedure. No additional information was provided.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: product evaluation could not be performed because the product was not returned. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non conformance report (ncr) was found during record review. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.